Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the cause of the event was the child accidentally running into the patient¿s hip affecting recharging quality. Follow up and advice on how to recharge was given to the patient. The patient was doing okay. The nurse asked the patient to contact them once they see any issues with the recharging process again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that a child accidentally ran into the patient¿s hip, at first it hurt but that passed. Later that same day when they were charging their ins they got a strong headache and some sort of internal outburst throughout their body. It was noted that the patient experienced discomfort during recharge session. They called an ambulance and went to the emergency department. They were afraid to charge the ins after that but had done so anyway and continued using the stimulation which is working, but the charging system is not working as well as it used to. From the start the contact was often "excellent" between the charging system and ins. Now it's more often "good" or "ok." No further complications were reported or anticipated.